Manufacturer narrative:
(B)(4): it was reported that the patient underwent an additional sling excision on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Dyspareunia. After mesh implantation the patient developed spotting, dyspareunia, yeast infections and erosion. The mesh was removed on (B)(6) 2006.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. The patient experienced pain, infection, erosion, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2006 and (B)(6) 2012. Operative note states vaginal examination under anesthesia, transvaginal sling excision and cystoscopy. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.